Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes overfilled. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2024- april- 22nd. H.6 investigation summary : bd received ninety-two (92) samples for investigation and were visually inspected with no issues being identified. Ten (10) samples were evaluated by functional draw testing and the indicated failure mode for overfill with the incident lot was not observed. Additionally, ten (10) retention samples from bd inventory were evaluated by functional draw testing and no issues were observed relating to overfill as all samples met specifications. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of overfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes overfilled. There was no report of patient impact.